Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1 ml of juvéderm® volbella® xc in the lips. The patient as also injected with skinvive¿ by juvéderm® in the upper cutaneous lips. Three months post-juvéderm® volbella® xc, the patient experienced a ¿nodule¿ at the lips. That month, the patient was instructed to massage. The next month, the patient was treated with hylenex. Event is ongoing.